Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional code: hrx. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for lot 7385221 revealed the graft filter was manufactured by c&j industries. (B)(4). The product conformed to all requirements. The certificate of compliance (c of c) is dated 6/5/2013. (B)(4) parts were released to the warehouse on 7/15/2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The graft filter was made to the synthes (B)(4). Placeholder.

Event description:
The patient had a contaminated pilon fracture on (B)(6) 2013 and was treated with external fixation. On (B)(6) 2013 the external fixation was removed and patient was implanted with a synthes tibia nail. The surgeon was unhappy with the alignment as seen on CT scan taken on (B)(6) 2013 and the patient was returned to the operating room on (B)(6) 2013 for removal and revision to an anterolateral distal tibia plate. The patient had an infection in his leg and was returned to the operating room on (B)(6) 2013 for removal of all implants and revision to an antibiotic coated nail and cement block spacer and was treated with antibiotics. The patient was again returned to the operating room on (B)(6) 2013 for bone grafting of the cement spacer defect. The ria system was being used for a ria filter procedure for bone grafting. The reamer was passing progressively, but not going quick enough. The surgeon experienced a tremendous amount of blood loss (approximately 2,000-3,000 ml) through the suction during the procedure and the patient had to be transfused 4 units. The last part of the procedure was reported as uneventful and the patient was able to be transfused, after the ria procedure was completed. There was a five minute delay in completing the procedure. Reportedly the patient is doing well. This report is 2 of 4 for complaint (B)(4).